Manufacturer narrative:
A partial lead was returned in two segments for analysis. Analysis was normal. No anomaly was found. The damage found was sustained during the surgical procedure. A lead tip stiffness was performed and the lead was found to be within specification.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the lead was explanted due to an observed delayed perforation. The patient condition was fine before, during and after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
New information received states that the patient presented in hospital with chest pain.